Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak inside the reagent carousel in the unicel dxc 600 synchron chemistry analyzer. The leak was contained to the instrument on top of reagent cartridges. The customer indicated that the area beneath the reagent probe b was dry. The customer was instructed to wear gloves, a gown, and eye protection while observing the leak. No erroneous results were generated. No injuries were sustained by any lab personnel.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012, to inspect the system. The fse was not able to reproduce the leak; customer had cleaned all signs of leakage prior to arrival. The fse replaced the reagent syringe t valve, reagent probe b washcollar, the di water valve, and vacuum valve. The fse also inspected all the tubing connections and tubing; no anomalies were noted. Failure mode: no specific failure mode could be determined. Issue was cleaned prior to fse arrival; multiple parts were replaced. (B)(4).